Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis ("clots the size of apricotes/ huge clots"), back pain ("lower back pain"), headache ("headaches"), dizziness ("dizziness"), nausea ("nausea"), mood swings ("mood swings"), ovarian cyst ("left ovary cyst"), genital haemorrhage ("I bleed for months "), menstrual disorder ("monsterous periods") and menorrhagia ("heavy period / huge clots"), was found to have a pregnancy with contraceptive device ("essure added an unexpected child") and was found to have quality of life decreased ("I had no quality of life"). The patient was treated with surgery (abdominal hysto bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, thrombosis, back pain, headache, dizziness, nausea, mood swings, ovarian cyst, genital haemorrhage, menstrual disorder, menorrhagia and quality of life decreased outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered back pain, dizziness, genital haemorrhage, headache, menorrhagia, menstrual disorder, mood swings, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, quality of life decreased and thrombosis to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information added. Events: left ovary cyst, I bleed for months, monstrous periods , I had no quality of life were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('essure added an unexpected child') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis ("clots the size of apricots/ huge clots"), back pain ("lower back pain"), headache ("headaches"), dizziness ("dizziness"), nausea ("nausea"), mood swings ("mood swings"), ovarian cyst ("left ovary cyst"), genital haemorrhage ("I bleed for months "), menstrual disorder ("monstrous periods"), menorrhagia ("heavy period / huge clots") and tooth disorder ("every one of my teeth not savable"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have quality of life decreased ("I had no quality of life"). The patient was treated with surgery (abdominal hysto bilateral salpingectomy,ovary cyst remove). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, thrombosis, back pain, headache, dizziness, nausea, mood swings, ovarian cyst, genital haemorrhage, menstrual disorder, menorrhagia, quality of life decreased and tooth disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered back pain, dizziness, genital haemorrhage, headache, menorrhagia, menstrual disorder, mood swings, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, quality of life decreased, thrombosis and tooth disorder to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fu6,fu7&fu8 proceed together: social media received. Dental disorder event was added. Reporter information was added. New event on (B)(6)2020: fu6,fu7&fu8 proceed together: social media received. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis ("clots the size of apricotes"), back pain ("lower back pain"), headache ("headaches"), dizziness ("dizziness"), nausea ("nausea") and mood swings ("mood swings") and was found to have a pregnancy with contraceptive device ("essure added an unexpected child"). The patient was treated with surgery (abdominal hysto bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, thrombosis, back pain, headache, dizziness, nausea and mood swings outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered back pain, dizziness, headache, mood swings, nausea, pelvic pain, pregnancy with contraceptive device and thrombosis to be related to essure. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('essure added an unexpected child') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis ("clots the size of apricots"), back pain ("lower back pain"), headache ("headaches"), dizziness ("dizziness"), nausea ("nausea") and mood swings ("mood swings") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (abdominal hysto bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, thrombosis, back pain, headache, dizziness, nausea and mood swings outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered back pain, dizziness, headache, mood swings, nausea, pelvic pain, pregnancy with contraceptive device and thrombosis to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: pelvic pain, pregnancy with contraceptive device, thrombosis, back pain, headache, dizziness, nausea, mood swings, device ineffective. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Events added- essure added an unexpected child, device ineffective. Reporter information were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.